Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on and the inability to charge the battery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue. During evaluation, the device failed a test step. The device's active exhalation control module needs replaced to address the issue. Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply failing was due to integrated circuit chip (u1) having physical damage.

Event description:
The manufacturer received information alleging a ventilator would not power on and the battery is not charging. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.